Event description:
A report was received that the patients ipg had migrated and that the patient was experiencing pain at the ipg site. The patient was prescribed with pain medication. Additional information was received that the patient undewent an ipg explant procedure and was doing well postoperatively. The explanted ipg was discarded.

Event description:
A report was received that the patients ipg had migrated and that the patient was experiencing pain at the ipg site. The patient was prescribed with pain medication.